Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2024-01061. This report is related to the following linked patient identifier: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a cystoscopy, the subject device had exhibited not sealing, a couple of dents, it was bent and the lock was broken. This issue resulted in delay of the procedure for more than 30 minutes while the patient was under sedation. The procedure was completed with an olympus back-up device. There were no reports of patient harm.

Event description:
Additional information was received from the customer which confirmed that the event happened before the start of the procedure. There were no reports of patient harm from the prolonged procedure.

Manufacturer narrative:
This supplemental report is being submitted to provide correction, additional information and the results of the legal manufacturer's final investigation. Updated fields: b5, d9, h3, h4 and h6. Corrections to b1, b2, and h1. This event was initially conservatively reported as a serious injury; however, upon further follow-up, the customer confirmed that the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event, and b2 should not be marked at all. H1 should also not be marked. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. The device was returned to olympus for inspection and the reported failure was confirmed. A visual inspection and functional tests was performed and confirmed the reported issues, finding dents in the sheath and broken locking ring. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of the reported problem was due to a component failure, or a random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.